Event description:
(B)(4).it was reported that post a coronary artery stenting treatment procedure, the patient died. The 100% stenosed target lesion was located in the left anterior descending (lad) artery with a 2.6mm reference vessel diameter and a 15mm lesion length. No attempt was made for direct stenting. A 2.75x20mm liberte stent was implanted. Residual stenosis was 0%. The procedure was a technical success. Three days post index procedure, the patient experienced sudden cardiac death. Antiplatelet medication regimine was not provided. No further data provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.